Event description:
As reported by the end user hosp to the sales rep, the tips fell off two catheters while they were being removed from the packaging. There was no pt involvement. The two samples are being returned.